Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the fenestrated bipolar forceps instrument was not responding to the commands given by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of static instrument. There was no report of limited motion to the correct direction. There was no report of uncontrolled motion. There was reversed/unintuitive motion (instrument moved in unintended direction).